Manufacturer narrative:
The device was not returned for analysis. The lot history record review and lot specific similar complaint review were not performed because information from the initial procedure is unavailable, and no device/lot information was provided. Unspecified tissue injury and mitral valve insufficiency/regurgitation are listed in the instructions for use as known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported incomplete coaptation/slda (single leaflet device attachment) (postprocedure) could not be determined. The reported unspecified tissue injury (therapy/nonsurgical treatment, additional (includes additional mitral/tricuspid valve)) and reported mitral valve insufficiency/regurgitation (worsening mitral regurgitation) appear to be cascading effects of the slda. The reported unexpected medical intervention (additional mitraclip / triclip same procedure) and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed in (B)(6) 2018, treating degenerative mitral regurgitation (mr). One clip was implanted. On an unknown date in 2019, a transesophageal echocardiogram (tee) was performed and a single leaflet device attachment (slda) was noted. The patient was in stable condition and asymptomatic; therefore, no additional intervention was performed. On an unspecified date, recurrent mr of grade 4+ was noted; therefore, on 06/08/2021, the patient underwent a second mitraclip procedure. The previously implanted clip was noted to be detached from the posterior leaflet, but remained attached to the anterior leaflet. Tissue damage was suspected, but could not be confirmed. A second clip was implanted without issue, and the mr was reduced to grade 1. No additional information was provided.